Event description:
Patient reported, the infusion device insulin delivery is inaccurate. Patient reported having an elevated blood glucose level of 339 mg/dl; took correction via infusion device and pen. Patient's normal blood glucose level is 120-150 mg/dl. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.